Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump has been giving her battery issues. Customer was changing the battery when she noticed the battery cap was missing but the battery was stuck inside and it wouldn't come out. Customer stated it seemed the battery had exploded inside of the device. Customer does not recall blood glucose values at the time of the incident. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with a broken off end cap, corroded battery tube, cracked case at a display window corner, and minor scratches on the display window.